Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield was discovered to be defective prior to use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter: it is reported that customer experienced a defective safety mechanism.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed. Additionally, testing of the customer samples was performed and defective locking mechanism was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that the safety shield was discovered to be defective prior to use with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter: it is reported that customer experienced a defective safety mechanism.